Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a damaged cable. A field service engineer found the serial cable had been damaged by the seismic anchor plate. Replaced the serial cable. The short also damaged the controller board on half height drawer 2. Replaced two drawer boards and the pyxibus controller board. Performed a firmware update and configured the new boards in es. Verified the boot sequence, the station booted up properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had a damaged cable. The customer reported that the serial cable from the main unit to the auxiliary unit prevented the machine from booting. Main drawer 2 was also found to have a short. After bypassing drawer 2, the machine initially froze on the blue splash screen during the first boot attempt but successfully booted on the second attempt. Drawer 2 required replacement, and the boot cycle needed further testing to confirm stability. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.